Event description:
The aci sales professional reported the following information: "I was notified by the attending physician from the primary hospital that a patient of his had recently been treated for a cold leg at a second hospital. Upon further investigation, I learned that the patient had two cerebral angiograms performed at the primary hospital; one diagnostic cerebral angiogram on 08/5/14 that was closed with a mynxgrip (5f) vascular closure device with no known complications. The second angiogram was an interventional cerebral procedure which was performed on (B)(6) 2014 and closed with a 6f device from another manufacturer. Upon further inquiry, on (B)(6) 2014 I spoke briefly with the vascular surgeon, from the second hospital who performed a right common femoral endarterectomy with patch angioplasty on (B)(6) 2014 due to a right common femoral artery occlusion. The vascular surgeon stated that the patient did not have a cold leg, but did have claudication, the endarterectomy was successful and that the patient was discharged. I asked the vascular surgeon if he removed any mynx sealant and he replied it would be difficult to determine." The aci sales professional reported the following additional information: the mynx was placed in the right femoral artery. The patient presented with pain after the two angiograms. The anatomical location of the endarterectomy was the right common femoral artery and the endarterectomy was a scheduled procedure which required hospitalization.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.